Event description:
Procedure: lobectomy. According to the reporter: one day after the surgery, blood pressure was lowered, and blood was seen in drainage. Then, suffered cardiopulmonary arrest. Resuscitation was applied for 40 minutes. By median incision, it was found bleeding occurred by aorta ascendens. Cardiovascular surgeon applied treatment. It was found the bleeding part was touched by edge of the duet sheet stapled as the 1st firing. The incident left aftereffects on patient. Bleeding was reported as over 500cc.

Manufacturer narrative:
(B)(4)